Event description:
It was reported by the customer that a bd pyxis¿ es server, the order was not crossing to the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing. A technical support specialist (tss) dialed into the server to investigate reported order crossing issues. Verified that orders were successfully crossing as expected. Sent an email to the customer requesting confirmation of issue resolution. Customer responded confirming that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the order was not crossing to the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.